Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma formation."

Event description:
Patient reported seroma- late . This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Malaise-ndr: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Patient reported seroma- late . Healthcare professional later reported capsular contracture, baker grade iii. This relates to the left side. Device has been explanted and replaced.